Event description:
It was reported that upon insertion, the self-drilling screw locking ring stripped off.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment the returned was confirmed to have a dislodged locking clip. All pieces were removed and the locking clip was not returned. No relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root cause of the reported event is multifactorial: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.

Event description:
It was reported that upon insertion, the self-drilling screw locking ring stripped off.